Event description:
It was reported that during transcatheter left atrial appendage closure to treat atrial fibrillation, versacross connect laac access solution was selected for use. It was mentioned that the device failed to cross septum. The physician confirmed versacross rf wire was tenting, but puncture was unsuccessful. Checked the tip of the wire by wiping with gauze, reconnect connector cable and restarted generator and confirmed pulse mode ready, tried to puncture 4 times but still the same. Thus, the device was replaced and procedure was successful. No patient complications have been reported. The device is not expected to be return as it was discarded in the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.